Manufacturer narrative:
Date of report: 29sep2021.

Event description:
The customer reported there was no flow from the ventilator. The ventilator was in use, but no patient or user harm was reported. The biomed checked the significate log, and noticed the proximal line was disconnected. Biomed stated it was in CPAP mode but will check with respiratory to confirm. The remote service engineer instructed the biomed to perform the performance verification testing and email results.

Manufacturer narrative:
An authorized service provider (asp) performed testing on the ventilator and was unable to duplicate the customer's allegation. All testing passed. The asp determined the ventilator was ready for use.